Manufacturer narrative:
The insulin pump was received with motor error alarm due to broken endcap. Analysis was unable to perform motor test due to customer glue motor assembly and case together. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer also reported that the bottom of the insulin pump came off. The blood glucose at the time of the incident was 225 mg/dl. Troubleshooting was not performed. The device was returned for analysis.